Event description:
It was reported that a stenting issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The 2.75 x 20mm synergy xd was introduced using a non-boston scientific guidewire and deployed to treat the target lesion. Post deployment, insufficient expansion was noted so the stent was further inflated at 20 atm. Significant resistance was felt during removal of the stent delivery system (sds) making removal difficult. Due to severe resistance, a removal attempt was made by aligning the catheter coaxially with the coronary artery ostium and the catheter itself. This allowed for better force transmission once it was straightened. At this point it was noted that the sds shaft had separated. The wire was pulled and the remaining sds tip came out with it, allowing complete removal from the body. The sds balloon was in a deflated state. Additional stent dilation was performed and ivus confirmed the stent was properly attached to the vessel wall. The patient condition was good.

Event description:
It was reported that a stenting issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The 2.75 x 20mm synergy xd was introduced using a non-boston scientific guidewire and deployed to treat the target lesion. Post deployment, insufficient expansion was noted, so the stent was further inflated at 20 atm. Significant resistance was felt during removal of the stent delivery system (sds) making removal difficult. Due to severe resistance, a removal attempt was made by aligning the catheter coaxially with the coronary artery ostium and the catheter itself. This allowed for better force transmission once it was straightened. At this point it was noted that the sds shaft had separated. The wire was pulled and the remaining sds tip came out with it, allowing complete removal from the body. The sds balloon was in a deflated state. Additional stent dilation was performed and ivus confirmed the stent was properly attached to the vessel wall. The patient condition was good.